Event description:
After having 4 children I was ready for sterilization. I wanted a tubal but my ob/gyn encouraged me to have the essure procedure because it is less invasive and a quicker healing time. I trusted my doctor and agreed. I had essure implanted on (B)(6) 2009 and had the hsg test to confirm full blockage on (B)(6) 2009. In (B)(6) 2010 I discovered I was pregnant. Imagine my shock. I delivered a healthy baby boy on (B)(6) 2011. Since then I have experienced side effects from this device and they continue to worsen and become more numerous. I have sharp, stabbing pain in my lower abdomen on the right side mostly where my tubes are. I get very lightheaded and have actually passed out. My periods are still regular but are so heavy that I must use 1 super tampon per hour and sometimes I still bleed through. I am experiencing more numerous blood clots with my periods as well. I experience pain with ovulation and it is like I can feel the coils inside of me lack of libido, fatigue, pain during sex the list goes on.